Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. On (B)(6) 2025, it was reported that the patient woke up and was experiencing a headache, nausea, and stomach pain. The patient¿s cgm was reading low mg/dl, and the bg meter was reading high mg/dl. The patient was wearing an omnipod insulin pump. The patient¿s mother also checked the patient¿s ketone level, which was high as well. Therefore, the patient¿s mother treated the patient with 2 units of insulin every hour and had her son drink water. Eventually the patient¿s bg level stabilized, and the patient did not seek assistance from a higher level of care. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.